Event description:
On (B)(6) 2012, the patient reported that his infusion device displays e6 (mechanical error) when the piston rod reaches 143 units of insulin left in the insulin cartridge. The patient has reset the cartridge and replaced the battery in the device, but when the piston rod reached 142 units of insulin the device again displayed e6. The patient stated that insulin has entered the device previously and he cleaned it out with a paper towel. He stated that the cartridge compartment looks foggy and he thinks insulin is leaking from the plunger at the bottom of the cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, and adapter were replaced and requested to be returned for evaluation. The patient will use his backup infusion device until the replacement arrives.